Manufacturer narrative:
A replacement power supply was sent to the customer. This issue with the damaged power supply for the pump in style device was addressed in investigation (B)(4). The investigation found that they are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the power supply to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the power supply during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.

Event description:
On (B)(6) 2017, the customer reported to a medela customer service representative that the power supply for her pump in style breast pump fell off of her bed and the housing cracked open. The customer stated that she can see inside the housing.